Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the patient experienced symptoms of diabetic ketoacidosis while using the infusion set. The patient believes she tightened the threading of the transfer set of the infusion set into the insulin cartridge and the transfer set cracked resulting in an insulin leak. The patient went to the hospital and she was treated for vomiting and stayed on a drop. The blood glucose results taken at the hospital were unknown. It is unknown how long the patient was in the hospital. No further information was provided.